Event description:
It was reported the intra-aortic balloon (iab) was inserted into the patient's right femoral artery through the sideport sheath without difficulty. When the iab was inflated it was noted that the iab would not fully inflate. As a result, the iab was removed and a second iab was used on the patient. After the iab was removed, the tech connected the iab to another intra-aortic balloon pump (iabp) and heard air coming out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was inserted into the patient's right femoral artery through the sideport sheath without difficulty. When the iab was inflated it was noted that the iab would not fully inflate. As a result, the iab was removed and a second iab was used on the patient. After the iab was removed, the tech connected the iab to another intra-aortic balloon pump (iabp) and heard air coming out. There was no report of patient complications, serious injury or death.